Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, it was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. It was observed that the forceps channel port was shaved due to handling. It was also observed that the control unit had discoloration due to chemical stress during reprocessing or handling. It was observed that the connecting tube had a wrinkle due to chemical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, scope connector cover, scope connector, universal cord, grip, switch box, switch 1, lock engagement lever, lock engagement lever knob, right and left knob, up and down knob, control unit and control tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had a "bad angle." There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were clogging the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.